Event description:
The clinician reports that the day the implant was placed in ada 7, failure occurred upon insertion. Primary stability not achieved and ridge augmentation. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, swelling, bleeding, abscess, fistula and inflammation. No further patient complications were reported.